Manufacturer narrative:
Device was used for treatment not diagnosis. Grewal, r., perey, b., stothers, k., wilmink, m. (2005) a randomized prospective study on the treatment of intra-articular distal radius fractures: open reduction and internal fixation with dorsal plating versus mini open reduction, percutaneous fixation, and external fixation. The journal of hand surgery, 30a, pp: 764-772. This report is for an unknown pi plate. Rsd, compartment syndrome, tendinitis, sensory impairment, ulnar-shortening osteotomy, removal of hardware. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article ¿a randomized prospective study on the treatment of intra-articular distal radius fractures: open reduction and internal fixation with dorsal plating versus mini open reduction, percutaneous fixation, and external fixation.¿ grewal, r., perey, b., stothers, k., wilmink, m. (2005) (canada). A retrospective review was performed on 62 patients with ao type c intra-articular distal radius fractures who were treated at the royal columbian hospital in british columbia between november 1998 and may 2002. Patients then were randomized to 1 of 2 groups: 29 patients in the orif with dorsal pi plate (synthes; (B)(4)) and 33 patients with mini-open reduction with percutaneous k-wire fixation and external fixation. Twenty-one complications were observed in 17 patients in the dorsal pi plate group. These included 3 cases of rsd, 1 compartment syndrome, 5 cases of tendinitis, 3 cases of sensory impairment, 1 patient who required an ulnar-shortening osteotomy, and 8 patients who required removal of hardware. It is important to note that 3 patients with tendinitis also required hardware removal and another patient had both rsd and tendinitis. This report is for an unknown pi plate. This is report 1 of 1 for (B)(4).